Event description:
Philips received a complaint from the customer on the v60 device indicating a battery failure alarm. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The device was not in clinical use. The issue was found during initial inspection of the device. There was no report of harm. A manufacturer's product support engineer (pse) reported an error indicating an internal battery failure was found in the log review. The pse reported the customer ordered a philip battery replacement from another source. Once the battery replacement was installed, the device passed all the performance verification tests, including the internal battery test. The device was operational after repairs were completed.